Event description:
Event description guidant received information that this ventricular implantable lead dislodged. After 18 months of service, the lead was explanted and replaced. Additionally, the pacemaker was also explanted and replaced for an unknown reason. Both the lead and pacemaker were returned for analysis.